Event description:
It was reported that the outer sheath of an imaging catheter came off. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left circumflex artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to visualize the lesion. The physician noticed that the position of the transducer was different when the opticross imaging catheter was advanced into the patient. When confirming the proximal of the device, it was noticed that the outer sheath came off. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. Upon device evaluation, kinks were observed in the sheath assembly at 15 cm, 23.5 cm and 58.5 cm from femoral marker at the proximal end. The catheter was received with the large telescope tubing assembly detached at the anchor seal housing bond exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. It was also noted that a section of the tip area was flattened. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath of an imaging catheter came off. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left circumflex artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to visualize the lesion. The physician noticed that the position of the transducer was different when the opticross imaging catheter was advanced into the patient. When confirming the proximal of the device, it was noticed that the outer sheath came off. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.